Event description:
The facility representative contacted baxter to report an infusor in which had an occlusion alarm in the surgery center. The event occurred during programming/set-up. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that there was a false occlusion alarm. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was an out of adjustment occlusion switch. The occlusion switch was adjusted to correct the reported condition. A service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).a trend review has been performed and there have been similar reports have been made to baxter. The root cause will continue to be investigated through these trends.